Manufacturer narrative:
D10 - date returned to mfg: 6/17/2019. H10: three new list # ch2000s-c, spinning spiros® closed male luer, red cap; lot #s 4040740, 3988371, and 4032452 were sent for investigation. Testing and investigation were performed without any issues noted. Testing was not able to replicate the problem of loose connection and leakage between the syringe and the spiros. The returned products did not leak. The possible affected lots were lot # 4040740, 3988371, and 4032452. Lot reviews were performed with no issues noted.

Manufacturer narrative:
The device is available for evaluation. It is not yet received.

Event description:
The event involved a customer allegation against spinning spiros closed male luer that disconnected from end of large volume pump tubing, but stayed attached to microclave on patient's central line. This occurred during infusion of cytarabine and daunorubicin and was leaking from patient's line. There was patient involvement, but no report of an adverse event or human harm and no report of delay in critical therapy.